Event description:
No RMA was issued, the device is not expected to be returned. The neurosurgeon reported using duragen 1x1 to repair a dime size dural defect in the lumbar spine. Approximately seven weeks later, upon reports of problem by the pt, a pseudomeningocele was discovered. Upon re-operation, a hole was found in the middle of the duragen were csf was leaking from. Neurosurgeon did not realize the duragen was onlay and he sutured it in place. He reported not placing tension on the sutures and noted at re-operation that the suture line was still intact.